Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unable to be charged, despite connecting the pump to multiple cables, wall adapters, and outlets. The customer left the pump plugged in overnight and the pump subsequently shut off. The customer's blood glucose level was 154 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.